Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter. The customer reports that after 23 hours of using the product in the vein on a (B)(6) neonate, there appears to be a hole in the primary extension tubing just below the molded strain relief. The customer further reports that povidone iodine 10% was used to clean the skin area and the area was completely dried prior to insertion. The catheter was not difficult to handle during insertion. It was not difficult to secure and was secured with granuflex and an adhesive bend. The uvc was inserted (B)(6) 2013 in the umbilical vein. The uvc was used for 23 hours. Saline was used to flush the line, 2.5 for the insertion and 1cc for continuous. Povidone iodine 10% was used to clean the device. The disinfectant does not contain alcohol or acetone. The catheter tubing was being cleaned, as well. The uvc was removed (B)(6) 2013 and now they use peripheral veins. The pt status is ok.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.